Event description:
Additional information received indicated that troubleshooting involved reprogramming. The issue was resolved and the patient was doing ¿better.¿

Event description:
It was reported, the patient had a lead replacement the year prior to report. It was stated, the patient¿s lead ¿had went bad¿ and the patient had pain going down their left leg.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown; product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID neu_unknown_lead lot# unknown; product type lead. (B)(4).